Event description:
During post-dilation of an implanted competitor's stent in the femoral artery, the balloon ruptured at 14 atmospheres. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. A second powerflex p3 balloon was used to successfully complete the procedure. There was no report of any patient injury. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.